Event description:
On 06/14/2022, it was reported by a sales representative via (B)(4) that a ar-8981-08s small joint oats kit had the wrong size reamer in the kit. It was an 8mm oats kit and had a 6mm reamer in it. This was discovered during an unknow time, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.